Event description:
It was reported that during an angioplasty procedure in the patient's left iliac vein via the left femoral vein access, the pta balloon was allegedly failed to fill properly. It was further reported that there was allegedly a disconnection between the balloon and the delivery system. Furthermore, the balloon and the delivery system were removed from the body together. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: (expiration date: 10/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure in the patient's left iliac vein via the left femoral vein access, the pta balloon was allegedly failed to fill properly and a rupture was noted. It was further reported that there was allegedly a disconnection between the balloon and the delivery system. Furthermore, the balloon and the delivery system were removed from the body together and they were not completely separated during the removal. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. One photo was provided and reviewed. The photo shows the atlas gold device. The balloon is seen completely detached from the catheter shaft and inverted. Therefore, the investigation is unconfirmed for the reported break but confirmed for the identified detachment as the balloon was seen completely detached from the rest of the device. The investigation is inconclusive for the reported balloon rupture as no objective evidence was provided. A definitive root cause for the reported balloon rupture, break and identified detachment could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: d2b (dqy;lit). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.